Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During procedure, the activated clotting levels (act) were above 250s and before deployment potential thrombus was noted at end of steerable sheath via nuvision 4d intracardiac echocardiography (ice). The shape of thrombus was single long fiber like strand and the sheath was in the patient for a significant period of time. The entire sheath removed and replaced. The act was within the range and act was continued to be monitored for rest of case and physician administered heparin as needed. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause for the reported patient device interaction problem with thrombus could not be determined. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. During procedure, the activated clotting levels were above 250s and before deployment potential thrombus was noted at end of steerable sheath via nuvision 4d intracardiac echocardiography (ice). The shape of thrombus was single long fiber like strand and the sheath was in the patient for a significant period of time. The entire sheath removed and replaced. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.